Event description:
It was reported that during a percutaneous coronary intervention treatment procedure a balloon rupture occurred. The 90% stenosed lesion was located in a moderately tortuous and severely calcified proximal to mid left anterior descending artery. On the first inflation the maverick 2 monorail 15mm x 3.0mm balloon ruptured at eight atmospheres. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous coronary intervention treatment procedure a balloon rupture occurred. The 90% stenosed lesion was located in a moderately tortuous and severely calcified proximal to mid left anterior descending artery. On the first inflation the maverick 2 monorail 15mm x 3.0mm balloon ruptured at eight atmospheres. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination of the balloon material could not identify any tears or holes in the balloon material. The device was attached to an encore inflation unit and the balloon was inflated to its rated burst pressure with no leaks noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be confirmed. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).